Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Failed to retract during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample without packaging and two photos were returned for evaluation. A visual inspection revealed that the unit consisted of the needle/hub assembly partially retracted into the safety shield (barrel) and protective needle cover. A microscopic inspection revealed that the activation button was completely depressed, the needle/hub assembly was partially retracted into the safety shield (barrel) with the protective needle cover in place, there were traces of dried media, and the grip was damaged (smashed), which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. The needle was then pushed to the out position and there were no anomalies or mechanical/physical damage to the needle, spring or needle/hub that would contribute to the failure other than the damaged grip. A simulated used test was performed by pressing the safety activation button. The needle retraction failed as it was restricted by the damage on the grip. A photo inspection revealed that the damage to the unit was similar to that found in the returned unit. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Remedial action required: a formal corrective action will not be initiated at this time, however a quality improvement plan is underway to minimize damage to the grip at the plug load station. The grippers used are/have been changed to gathering grippers which should minimize the chance of chipping to the grips from the machine.